Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4). Product type: programmer, patient product ID: (B)(4), serial# (B)(4). Product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 26-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and dilaudid at unknown concentrations and doses via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient fell on (B)(6) 2018, and when he fell, he "scraped the pump." His stomach was swollen the next day and he hurt because he hit his stomach and side at the same time while falling. He stated that about the same time as the fall, his boluses switched from every 4 hours to every 6 hours. He stated after the fall his "sensors were really heightened" and he smelled the medicine and could smell a "strong urine." On (B)(6) 2018, his boluses went back to every 4 hours. The patient used his personal therapy manager (ptm) to get his bolus lockout information. His lockouts were: 4x/day, 1x/240min, 1x/4hr. He indicated that he was not using all of his boluses when he noticed getting locked out for 6-hr and 20 minutes. He noted "between 5 and 7" he was getting locked out. The call was transferred to the repair department to obtain a new ptm. The patient stated he thought he pulled out the catheter when he fell. The patient had been to the health care professional's (hcp) office on (B)(6) 2018, for a refill and his hcp "had a hard time hitting the spot." The patient explained that it took 3-4 times before the hcp was able to get the needle in there. The patient reported that it felt like he was going through withdrawals. He stated he noticed it before he could get another bolus, but will feel better after getting the bolus. He thought it was anxiety. The patient also mentioned he could hardly see. The patient was redirected to bring his concerns to his health care professional (hcp) for assistance. No further complications were reported.